Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. The insulin pump was received with a cracked case at the display window corners and minor scratches on the display window.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer's blood glucose level was 238 mg/dl. Customer was trying to clear the alarm. Customer stated that the temperature went from 0 degrees to 70 degrees. Customer stated that tomorrow there will be extreme snow weather. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.